Manufacturer narrative:
Customer reported that a pyxis medstation es system was unable to authenticate a user on multiple occasions, preventing user access to medication. Customer stated that access delay ranges between 20 minutes up to 2 hours. Customer did not refer to any specific procedure being affected. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the hospital's active directory domain controller are not successfully authenticating the user. The technical support specialist provided the investigation's log files to support the customer's investigation into the active directory failure to authenticate. Device confirmed operational.

Event description:
Customer reported that a pyxis medstation es system was unable to authenticate a user on multiple occasions, preventing user access to medication. Customer stated that access delay ranges between 20 minutes up to 2 hours. Customer did not refer to any specific procedure being affected. No patient or user harm was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2020 to 02- dec-2022 and confirmed that this device was not previously returned for serv upon investigation of the actual device used in this incident it was determined that the system was unable to authenticate a user on multiple occasions. The technical support specialist dialed into the station and found that the issue was due to a lock on the active directory side. The hospital it team confirmed user account locks were originating outside of pyxis es and configured to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a bd pyxis medstation es system was unable to authenticate a user on multiple occasions, preventing user access to medication. Customer stated that access delay ranges between 20 minutes up to 2 hours. Customer did not refer to any specific procedure being affected. No patient or user harm was reported.